Event description:
It was reported that during the implant procedure, the physician connected the right ventricular (rv) lead and noticed he did not hear the screwdriver "clicking" upon turning. He visualized the lead pin past the set screw, but since he heard no clicking upon turning the screwdriver, he continued to turn. Upon removing the screwdriver, the physician noticed the grommet attached to the screwdriver and the rv lead easily removed from the connector port. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure, the physician connected the right ventricular (rv) lead and noticed he did not hear the screwdriver "clicking" upon turning. He visualized the lead pin past the set screw, but since he heard no clicking upon turning the srewdriver, he continued to turn. Upon removing the screwdriver, the physician noticed the grommet attached to the screwdriver and the rv lead easily removed from the connector port. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. However, it was noted that the device wrench was damaged.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated a set screw with a rounded socket. The re turned device wrench was damaged. Analysis was performed and no anomalies were found.